Manufacturer narrative:
The field service representative also changed pinch tubing at the time of service as part of preventive maintenance.

Event description:
The customer reported that they received questionable results for an unknown number of patient samples tested for troponin t (tnt) stat (short turn around time). Some patient samples also had questionable thyrotropin (tsh) results. The customer was asked, but could only provide specific data for one patient sample tested for tnt stat. This sample will be referenced as sample 1. Sample 1 initially resulted as 0.05 ng/ml for tnt stat and this value was reported outside of the laboratory. The doctor questioned the initial result, so the sample was repeated on another e601 analyzer. The repeat result was <0.01 ng/ml for tnt stat. The repeat result was believed to be correct and a corrected report was issued. Erroneous results were also reported outside of the laboratory for other patient samples tested for tnt stat. It was asked, but no details could be provided for these other patient samples other than that some tnt stat results were corrected from 0.2 and 0.3 ng/ml to <0.1 ng/ml. After finding that the initial result was incorrect for sample 1, the customer repeated all quality controls and found that tnt stat and myoglobin quality controls were out of range high. The customer replaced the reagent and recalibrated. Quality controls were still out of range for both tests. After noticing that the quality controls were out of range, they observed that the sipple nozzle 1 was dripping. Both tnt stat and myoglobin tests use sipper nozzle 1. The patient for sample 1 was not adversely affected. One other patient had to go to the cath lab to have a procedure performed based on a result that had been questioned. It was asked, but it is not known if this other patient was adversely affected due to being treated. It was asked, but it is not known if any other patients were adversely affected. No adverse events were alleged. The tnt stat reagent lot number was 17805001 with an expiration date of 06/30/2015. The field service representative determined that the sipper flowpath was extremely dirty, causing signal suppression. He triple cleaned the flowpath and ran performance testing. He then calibrated and ran quality controls for all assays which could not previously be calibrated. The instrument was found to be operational. After the field service visit, the customer stated that they made additional corrections after repeating additional patient samples. It was asked, but no further information could be provided on these patient sample results or whether these patients had been adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Results: device subassembly = sipper flowpath.